Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Products not returned for investigation. Review of manufacturing records for product lot (B)(4) identified no anomalies etq complaints database searched on product lot (B)(4) identified no similar complaints received previously. The complaint shall be closed with an indetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be investigated further. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Failed elite plus stem due to osteolysis and stem migration.